Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced bleeding and pain at the insertion site. (B)(6) 2019 it was reported that he skin around the insertion site was fiery red with a lot of leakage. The patient tried several ointments but the insertion site problems were still present. They have changed to antibiotics, but it was unknown which type or route of antibiotics.